Manufacturer narrative:
(B)(4) the device manufacturer and lot number of the j tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient in (B)(6) experienced knotted jejunal tube. The tube was changed due to the knot. Since the tube replacement, the patient experienced pain and irritation at the stoma level. Report indicated the patient is permanently bloated and it is not related to the alimentation. The physician prescribed an unspecified medication which had no result.